Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000483, serial/lot #: n/a. A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the x-stage cover and was able to complete invalidate home. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system could not complete invalidate home. There was no patient present at the time of the event.